Event description:
It was reported that during a breast biopsy while trying to obtain a sample, the system delivered a blue cable error code. They changed probes, checked the cables and the error code continued. They were unable to retrieve samples and the case was stopped. The patient was sent home under normal post biopsy instructions and rescheduled. The device was returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results found that the blue cable failed the rotational torque test and had excessive noise during the sample mode because the blue cable was damaged causing it to bind. The rear rotation knob did not turn the probe because the top frame was broken where the port shaft goes through and the port shaft was bent. The top and bottom clamps were damaged when the port shaft bent and the top frame flange was broken. The device was repaired, functionally tested and found to operate properly.